Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Visual evaluation of the returned sample noted one opened large arctic gel right chest pad present with original packaging label. Visual inspection noted the following: * no obvious visible defects such as cuts or tears in the foam. * no visible chips or deformities at the ends of the connector. * tubing for the pad noted no kinks present. * hydrogel layer was absent from the pad. The pad surface was residually sticky. * no crushed dimples or signs of over lamination in the pad. The sample does not meet specifications per (B)(4) rev 13 which states "after laminating the pad (before of the operation of silhouette cut of the pad), peel off the protector that covers the hydrogel, verify that the hydrogel is not peeling off with the protector, the hydrogel must be attached to the laminating film (perform this activity, peeling the protector prior to the sealing area of the pad)." A review of the risk document, (B)(4) revision 22, was performed for this investigation. The reported event is addressed in step # 20. Based on this review the risk is within the expected range. The instructions-for-use under baw7667062 rev 0 were reviewed for this investigation and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: "place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion." A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. CAPA # 9743815 has been opened for this failure. Refer to the CAPA for further action. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a set of large arctic gel pads 3 out of 4 ok, but the one pad when they removed the backing, the adhesive layer also came away. Gel peeled away with backing film before use.